Event description:
It was reported that the scale marking of bd plastipak¿ syringe have worn out. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english:among the pictures received, there is one package that shows batch 1300265, by the side of a syringe that appears to have a wear out in scale marking.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, illegible scale marking on the syringe can be observed. A device history record review for damaged barrel showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for scale marking issue is associated with jam in the print disk.

Event description:
It was reported that the scale marking of bd plastipak¿ syringe have worn out. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: among the pictures received, there is one package that shows batch 1300265, by the side of a syringe that appears to have a wear out in scale marking.

Event description:
It was reported that the scale marking of bd plastipak¿ syringe have worn out. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: among the pictures received, there is one package that shows batch 1300265, by the side of a syringe that appears to have a wear out in scale marking.

Manufacturer narrative:
Correction: d4: medical device lot #: 1344691 d4: medical device expiration date: 30-nov-2026 h4: device manufacture date: 10-dec-2021